Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high and low readings. The customer's blood glucose reading was 100 mg/dl. The customer treated with glucagon and the blood glucose went low again. The customer was off the pump for 15 hours due to low readings. The customer stated that there were 3 hospitalizations and 2 events were not documented.